Event description:
An optometrist reported a case of epithelial ingrowth, observed on a patient's right eye at one month post flap relift lasik enhancement. Reporter indicated an increase in topical steroid dosage prescribed. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).